Event description:
It was reported that during surgery, while pushing the throttle when it´s in unlocked position nothing happens, only a silent sighing. Per complaint follow-up, it was hard to say if the unit was leaking air. There was no patient harm or injury. There was no surgical delay. There was no medical intervention. During product evaluation, it was discovered that the motor was seized. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor was seized. The motor and sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: finland. E1: telephone: (B)(6).